Event description:
The manufacturer received information alleging a malfunction of the ventilator's screen and the device would not take software upgrade. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue.